Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is displaying a draining slowly message during drain 2 of 4. There was no kinks, air bubbles, or fibrin found. The patient feels fluid on their pajamas. The patient does not feel fluid leaking from the patient line or the cassette. The patient was assisted with cancelling the treatment and referred to their pd nurse. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is displaying a draining slowly message during drain 2 of 4. There was no kinks, air bubbles, or fibrin found. The patient feels fluid on their pajamas. The patient does not feel fluid leaking from the patient line or the cassette. The patient was assisted with cancelling the treatment and referred to their pd nurse. Additional information was requested but was not received to date.